Manufacturer narrative:
Zoll has not yet received the zoll thermogard xp ivtm system in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the thermorgard xp ivtm console displayed a mid:09 (air trap assembly). To troubleshoot the issue, the air trap was dried; however, the issue continued. No additional information was provided. No known patient consequences or harm was reported.

Manufacturer narrative:
The reported issue was resolved at customer site. The hospital biomed cleaned the air trap assembly and tested the system. The console functioned as intended. They did not require a service call from zoll. The system was placed back into use.